Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed data logs and there were no errors generated by the instrument. Quality control (qc) data was reviewed and results were within range on the date of the event. The customer informed that bd vacutainer tubes are spun for 5 minutes and used for testing. The specialist reviewed bd specifications and informed the customer that bd tubes require a 10-minute spin and explained that under centrifugation can cause interferants. The customer agreed with the explanation provided and agreed that the event is a sample related issue. No other sample(s) are affected. The instrument is operational and performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a dimension vista 1500 instrument. The discordant result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on the same instrument. The repeated result was higher and matched the patient history. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.